Manufacturer narrative:
There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There were no errors observed on any bwi equipment during the procedure. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: soundstar eco catheter (model# m-5723-17 serial# (B)(4)). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the coronary sinus catheter was inserted, a transseptal puncture was performed under soundstar catheter guidance, and tenting was confirmed. Guide wire was placed at the left superior pulmonary vein and ¿lag¿ (undefined) was performed. When the smarttouch sf catheter was advanced with the guide wire from the right atrium into the left atrium, the physician indicated that maneuvering the catheter seemed different than usual. After the smarttouch sf catheter was inserted into the left atrium, angiography confirmed that contrast had leaked into the epicardium (the inner layer of the pericardium) and the patient became hypotensive. Tamponade was confirmed via soundstar catheter. Pericardiocentesis was performed and yielded 200ml of venous blood. There is no information regarding extended hospitalization. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. It was noted that the event may have occurred during mapping phase. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Physician indicated that the smarttouch sf catheter may have perforated from the atrial septum into the epicardium near the left atrial anterior wall. Physician also indicated that this issue was not related to any catheter malfunction. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator parameters, settings, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed.